Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an ak 96 machine, an external fluid leak was observed at the bypass connector of the machine. The machine was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.